Manufacturer narrative:
Device 3 of 11.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. The patient reported an event of infusion set cannula bent with eleven autosoft 90, 6mm, 23 infusion sets. The events occurred within three hours of insertion. The insertion site was at the abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.